Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead fractured at the connection between the connector pin and conductor coil to the helix. This occurred when the physician rotated the lead body with the connector pin firmly held with an alligator clip. The physician noted that the strength of the bond between the connector pin and neighboring section with the silicone sealing ring is variable and described the connection in this region as fragile. The lead was replaced. No patient complications have been reported as a result of this event.